Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing and one episode of non-sustained vt/vf due to noise were observed. T-wave oversensing was also noted that did not trigger the securesense alert. No anomalies through x-ray were seen, and noise was not reproduced via provocative test. Lead remains implanted and will be monitored.